Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: h10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The returned video and photograph were reviewed, and it was noted that there was a leak from the replacement line between the y connector and the support plate. It was also noted that there was a cut on the line where the leak was. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a prismaflex st100 set c was leaking from the tubing. The external fluid leak occurred while priming prior to patient use. There was no patient involvement. No additional information is available.